Manufacturer narrative:
The patient's knee is locked in extension. The surgeon plans to open the knee and clean out scar tissue. Poly inserts will be exchanged during the procedure. Review of the device history record indicates that the device was manufactured to specification.

Event description:
The patient's knee is locked in extension. The surgeon plans to open the knee and clean out scar tissue. Poly inserts will be exchanged during the procedure.